Manufacturer narrative:
Eval: the intra-aortic balloon (iab) was returned. Super arrow-flex sheath was on the bladder approx 2 cm from distal tip. There was blood on iab. One-way valve was attached to lock connector. Slide connector & data key were attached to the yellow fiber optix sensor (fos) cable. Catheter was accordioned approx 4 cm to 11 cm from the proximal end of bladder. Fos was light level tested & passed. A vacuum was pulled on the iab & sheath was removed for eval. Bladder & sheath were measured & in specifications. Spring wire guide (swg) & pump tubing were not returned. A different swg was fed thru central lumen with no resistance. A vacuum was pulled on iab, but did not hold. A vacuum was then pulled on one-way valve & held. Iab was submerged & pressurized in water. Bubbles exited the bladder approx 2 cm from distal tip of iab. Bladder was examined under magnification & a hole <1 mm in length was noted at 2 mm from the distal tip. Sheath tip was examined & no sharp edges were found. Hole appears to have been caused by a sharp object. Instructions for use states, "do not remove arrow iab thru hemostasis sheath. Once unfurled, balloon profile will not allow passage thru sheath. Doing so may result in tearing or balloon damage." A device history record re-review was conducted on the iab & it met all specifications & passed all in-process testing. The root cause could not be determined. Conclusion: hold in bladder, caused by a sharp object.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. Prior to insertion the iab unraveled. As a result, the iab was not used. There were no reported pt complications.